Manufacturer narrative:
Concomitant medical products: non-bd set; 500ml b.braun bag ndc 0264-7800-10, lot number j7e219, exp (B)(6) 2019 etoposide. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked at an unspecified location during an etoposide chemotherapy administration. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from an unspecified location was confirmed. Functional testing confirmed a leak from a crack on the upper fitment. Closer inspection found stress marks at the crack site. The crack measured 0.148 inches long and is located 0.38 inches above the bottom of the upper fitment. The root cause of the leak is a crack in the upper fitment. The root cause of the crack could not be determined.

Event description:
The infusion was etoposide (toposar) 83mg in 0.9% nacl 500ml infusing at a rate of 20.8ml/hr.